Event description:
The customer reported that during a total laparoscopic hysterectomy with extensive lysis of adhesion and diagnostic cystoscopy procedure, the handle locked and the protective plastic sleeve on the shaft cracked. Another device was used to complete the procedure and there was no patient injury. The site was contacted and no further information is available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow up report will be submitted.